Event description:
It was reported, oversensing resulting in pacing inhibition was observed on the right ventricular (rv) lead. Technical support was contacted and lead damage was suspected. Technical support recommended lead replacement. The lead was capped and replaced to resolve the event. The patient was stable.